Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6),implanted: (B)(6) 2007, explanted: product type catheter product ID 8711 lot# serial# (B)(6), implanted: (B)(6) 2007,explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 23-feb-2009, UDI#: (B)(4) ; product ID: 8711, serial/lot #: (B)(6) ubd: 27-feb-2009, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s mother reported that in (B)(6) 2023 the patient was exhibiting severe itb (intrathecal baclofen) withdrawals, a severe headache, dizziness, "blurry to no vision", and severe pain at the back of the head. The pump was not alarming. The pump was interrogated to determine how much medication was in the pump and checked for volume discrepancy and it was determined that there was a volume discrepancy, and the patient was going through withdrawals. They then did emergency surgery and ¿drilled through about 1/2 inch of bone at c5/c6 and found the catheter had become kinked.¿ per the patient¿s mother, they replaced the catheter which resolved the issue, but after the replacement ¿he had a drug overdose, so he was in a coma for 5 days.¿